Event description:
It was reported that the patient's first system worked great, but following a replacement the patient never had therapeutic effect. The patient later stated that she did get relief for a short time, but lost therapeutic effect following a fall in (B)(6) 2011. The patient stated that she had been reprogrammed twice, most recently in (B)(6) 2011, and was provided with multiple programs, but nothing helped with her symptoms. The patient later stated that she had not been reprogrammed since the implant. It was reported that in (B)(6) 2011, the patient's physician told her that one of her leads was "messed up," and he recommended lead replacement, but would not do anything to fix it and she had not heard from him since. The patient later stated that her physician had not run any tests or taken an x-rays to diagnose the problem. It was reported that the patient's stimulator had been turned off since the last time she saw her physician, in (B)(6) 2011.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3093-28 lot# v527946 implanted: (B)(6) 2010 explanted: na, programmer model 3037 serial# (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant product(s): product ID: 3037, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID :3093-28, lot# v527946, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v527946, implanted: (B)(6) 2010, product type: lead. (B)(4). Conclusion code no longer applies.

Event description:
After further review, the patient reported loss of bladder control. She had already tried all 4 programs on her programmer and continues to have urinary incontinence issues. Additional information received from the patient reports the therapy didn't help patient at all since (B)(6) 2009. There were issues with the wires and they replaced those telling patient that was a contributor to not working but patient states even with that being taken care of, it still doesn't work. Patient states they had replaced it because they told patient it was the wires in the device that wasn't working right (2015). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.